Event description:
It was reported that pump battery would not charge and pump shut off. Customer used confirmed working outlets, wall adapters, and charging cables; however, the issue did not resolve. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump, instructed customer to let existing pump battery fully deplete before return, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.